Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump would not power on. The reporter stated that she made several attempts to change out the battery and that the issue did not resolve. There was reportedly rust noted on a q-tip when the reporter used it to test for corrosion inside the battery compartment. The patient reportedly went swimming with the pump from (B)(6) to (B)(6). The pump was reportedly working prior to the patient coming off the pump for the past few days. It was indicated that the patient is using injections for treatment and that the patient plans on resuming pump therapy on (B)(6) 2012. There was no damage noted to the battery compartment or battery cap. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated no power loss. There were no alarms related to the complaint in the pump alarm history. The returned battery cap was able to fully tighten with no visible yellow o ring. The pump was exercised for 24 hours with returned battery cap with no power loss issues. A battery cap functional test was performed with no battery cap connection defects. The battery cap contact was found to meet all specifications. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The reported complaint was unable to be duplicated during testing. Unrelated to the complaint, there was corrosion found in the battery compartment and the battery compartment was found to be leaking during a leak test.